Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the initial reporter information, but further information was unable to be obtained.

Event description:
It was reported that the coating on the tip of the guidewire detached. The target lesion was located in the lower limb artery. A v-18, 300cm, 8cm poly tip guidewire was used for treatment. During the procedure, the guidewire was used to open the occluded segment of the artery, it was noted that the heparin coating of the tip of the guidewire was detached. The device was simply pulled out and no device remain in the patient body. The procedure was completed with another of the same device. No patient complications were reported.